Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative educated the patient's mother on the possible causes for loss of connection. During the call, patient's smart device was displaying readings and working properly. No additional patient or event information is available.